Manufacturer narrative:
Physio-control further evaluated the device and replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure in the memory module on the system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report in this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete its boot cycle. The device could therefore not be used to charge and shock defibrillation energy. There was no patient use associated with the reported event.